Event description:
It was reported that the external pulse generator (epg) will be returned for repair due to "broken parts." The status of the epg is unknown. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).